Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient fractured the tibia and the tibia component is now displaced dorsally and involving the tibia anterior and may require a revision surgery.

Manufacturer narrative:
Correction - h6 (device code). The reported event could be confirmed since the provided CT scan images show subsidence of the tibial component and the presence of a periprosthetic fracture. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial component is subsided clearly and led to some impression of the anterior tibial cortex being regarded as a periprosthetic fracture, which can be confirmed, there is also a little radiolucence adjacent to the talus, but no clear loosening can be confirmed. The underlying cause seems to be mainly patient related due to poor bone substance. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Although the issue is most likely patient related, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient fractured the tibia and the tibia component is now displaced dorsally and involving the tibia anterior and may require a revision surgery.